Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the during insertion of a guide wire before using screw, the guide wire was interfered with a screw hole of nail. The surgeon somehow inserted the guide wire and could insert hip screw at the distal part. A guide wire was interfered with the nail also at the proximal part. So, the surgeon decided to not insert the screw at the proximal part and complete the procedure. There was a report of a ten minute surgical delay. This report is 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned devices do not show any visual signs of damage or impairment. With the returned device, the described complaint state could not be replicated. Functional testing with equivalent instrumentation was successful and did not show any deviation from the intended use. First, the aiming arm was mounted onto the insertion handle. Then an a2fn nail was mounted to the insertion handle, and the protection sleeve together with the drill sleeve was inserted into the returned aiming arm according the steps in the user guide. Then a guide wire was inserted through the drill sleeve and through the hole of the nail. The guide wire could be inserted into the nail. It was not possible to interfere with neither the internal nor the external side of the nail. It was not possible neither for the reamer to fail the hole of the nail. All these findings are valid for both recon positions. A possible cause for the interference between guide wire and nail is the force originated from the soft tissue during turning the whole devices backward, in order to improve the position of the guide wire. The returned device was found to be functional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.